Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
In radiology when sterile packet was opened it was noticed there is a black foreign body in with the needle.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a loose piece of black foreign matter in the body of the cannula. It was irregular shaped and likely to be attributed to silicone. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. Silicone is used as lubricant for the cannula in the assembly process. Based on the location of the foreign matter, the root cause is silicone build up at the sides of the cannula gripper. When the shield is loaded onto the needle, the gripper may have touched the cannula. Due to the sticky nature of silicone, it could have adhered to the cannula. Based on investigation, the production technician may have cleaned the cannula centering gripper; however, due to its location, the brush may not have reached the area with silicone build up. As a result, this foreign matter was transferred to the cannula before the shield was loaded. Action has been taken to include dismantling of the guide plates during the monthly preventive maintenance. The procedure has been revised to include the cleaning of the cannula gripper guide plates. The affected lot was manufactured prior to the implementation of corrective actions.